Manufacturer narrative:
(B) (4).

Event description:
A physician reported within a few minutes after treatment in the lips, cheeks and nasolabial folds with juvederm ultra plus with lidocaine, the pt experienced "swelling and redness, what appears to be a localized allergic reaction". The pt was initially treated with 50mg of benadryl, followed by a seven day course of both benadryl and medrol. The physician reported, the pt has a history of allergies to wheat and mild hayfever, but no prior drug allergies. The pt was not taking any therapies concomitantly. Further f/u with the physician indicates the tpt had "acute angioedema of lips, cheeks and nasolabial folds." The symptoms have resolved.